Event description:
Attorney alleges: on (B)(6) 2009, the patient was implanted with the bard/davol perfix plug mesh in the course of a left inguinal hernia repair surgery. Attorney alleged that; further to the implantation with the product, patient suffered the development of hernia recurrence and chronic pain. Attorney alleges that on (B)(6) 2017, the plaintiff underwent a corrective revision surgery. It was also reported that the patient sustained injuries including psychological and emotional injuries. It is alleged that the plaintiff "has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences." Attorney alleges the plaintiff suffered permanent injuries including scarring, disfigurement." Attorney alleges the plaintiff pain, suffering and permanent physical disability. It is alleged that the plaintiff continues to undergo medical care and treatment. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, hernia recurrence, chronic pain, scarring, disfigurement and revision surgery. The instructions-for-use (IFU) supplied with the device lists hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted.